Manufacturer narrative:
The expanded evaluation stated that the right rear caster was fully detached, multiple areas of heavy scratches, and the control valve had black fluid that seemed to be coming from the hydraulic pump.

Event description:
The dealer states that the patient called and alleges that she fell out of the lift. The dealer states when they went out the rear right caster was totally stripped and off of the lift. The dealer states that the patient alleges she flipped over the sofa and hit her head and had to be taken to the hospital.

Manufacturer narrative:
(B)(4) 2015 - should additional information become available, a supplemental record will be filed.

Event description:
The dealer states that the patient called and alleges that she fell out of the lift. The dealer states when they went out the rear right caster was totally stripped and off of the lift. The dealer states that the patient alleges she flipped over the sofa and hit her head and had to be taken to the hospital.